Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the both the monitors to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The monitor 1 was analyzed but the reported failure could not be replicated/confirmed. In logs, no related error was found. Upon visual inspection, there no error that would relate to the complaint. The unit was installed on golden system. Upon powering on the system, the hrsv has displayed image, fully functioning. The unit was left idle with the system and run 5 power cycle but no issues with the hrsv were found. This unit is fully functional. Based on these findings, the fa team could not determine the root cause. The complaint was not confirmed based on the failure analysis. The monitor 2 was analyzed and the reported issue was replicated. In logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the pca test system. Powered on showing a blank screen. As a result of these findings, failure analysis was able to conclude that an electrical component issue in the monitor was found to be the root cause of the reported failure. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the monitor.

Event description:
It was reported that during a da vinci-assisted simple transabdominal prostatectomy surgical procedure that the right eye of the training surgeon side console (ssc) went out. The primary ssc was working correctly. The intuitive tech support engineer (tse) reviewed the system logs and did not see any errors associated with the reported issue. The tse advised to reseat the blue fiber cable and perform a power cycle at the end of the procedure. The procedure was being completed as planned, with no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the customer switched over to the primary ssc to continue the procedure. No patient information was shared.